Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(6).

Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device will be replaced. No patient complications have been reported as a result of this event.